Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member, the patient and a manufacturer representative (rep). It was reported that there was poor communication with the ins. The caller stated that the rep told them to call patient services to see if the ins could connect with the external equipment otherwise it would need to be jump-started. The caller said the last successful charge of the ins was over 3 weeks ago. The caller attempted to communicate with the recharger and the patient programmer but got poor communication on both devices and they were not able to connect with either device. An email was sent to the local rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient did not feel anything pull when they fell. The manufacturer representative confirmed that the fall did not cause anything to malfunction. It was noted that the cause of the poor communication and inability to charge the implantable neurostimulator (ins) was not determined. The manufacturer representative stated that two attempts were made to contact the patient and the issue had not been resolved. It was noted that an ins replacement surgery was scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the poor telemetry or no telemetry with recharging. Patient was not able to charge implant, kept flashing beeping and would only showed reposition antenna screen. Patient noticed this 1 to 2 weeks ago, but prior to this, patient had a fall about 3 weeks ago. Patient stated when she fell, she felt like something pulled inside. A replacement recharger would be sent, recharger was beeping, and was not charging. Patient services (pss) had patient do a hard reset for recharger and it did not resolve the issue. Patient mentioned it was still beeping and would not charge. Pss had patient use patient programmer (pp) and it showed poor communication. Pss recommended patient to follow up with healthcare provider to check up on device due to this and her fall. On (B)(6) 2019, patient stated (B)(4) came to her home but did not bother to drop off the packaged. Pss recommended patient contact (B)(6) supervisor to see if they could attempt to deliver again. No symptoms or further complications were reported.